Manufacturer narrative:
(B)(6). Investigation summary: three photos were provided. They show one syringe with a splice of the packaging flow wrap. One defective sample was created and passed through the sensor of the packaging flow wrappers and was rejected. Failure mode is verified. This likely occurred during the packaging flow wrap process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for the lot# 8201718 for the same defect or symptom. There was no documentation of issues for the complaint of batch #8201718 during this production run. Root cause description: this likely occurred during the packaging flow wrap process.

Event description:
It was reported that bd posiflush¿ saline syringe had incorrect label information. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: wrong package. Package of posiflush sp is not the same as before. It show the pink batch color on package that normally clear.